Event description:
On (B)(6) 2010, patient's mother reported the patient got a rash due to the infusion set. Mother stated the doctor gave the patient a cream for the rash and then the rash went away after 4 days. Mother reported the rash was caused by the needle and not the adhesive. Mother stated they would like to try a different type of infusion set along with the insertion assist device. Product was replaced and requested return of the alleged product for evaluation.